Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. Reportedly, the customer uses the same infusion set site every time. Tandem technical support (cts) advised the customer to rotate their infusion set sites. As the occlusion alarm had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusion.